Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 7x100 130cm eluvia¿ stent was removed and additional stenting was required as a result of the partially deployed 7x100 130cm eluvia¿ stent.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent partially deployed. An ipsilateral approach was used to access the over70% stenosed target lesion that was located in the normally tortuous and calcified superficial femoral artery (sfa). The lesion was pre-dilated. A 7x100x130 eluvia¿ stent was selected for the procedure. A non-bsc wire was advanced and the eluvia¿ was delivered to the lesion and deployment was initiated. Fewer than 3cm of the stent deployed and the thumbwheel stopped deploying the stent. The pull grip was pulled and the stent still failed to fully deploy. The physician then pulled the stent very tightly and quickly deployed the thumbwheel. The stent deployed quickly. Another eluvia¿ stent was implanted. There were no patient complications and the patient¿s condition is good. This product is only ous approved but it is similar to an approved us device.